Event description:
It was reported that a flogard infusion pump experienced an f-73 alarm. It is unknown when in the process this occurred. There was no report of patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a baxter service technician. The power on self test displayed the f-73 alarm. Visual inspection determined that the cause of the alarm was cn202 connector was not firmly seated. To address this issue, the cn202 connector was reconnected and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.